Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had a shield activation issue and caused needlestick injury after use. Verbatim: "after the blood collection was completed the clinician placed a cotton ball over the puncture site and with a two handed activation method she engaged the safety shield. The patient bleed out and he panicked which cause the clinician to reach up and try to apply pressure on the wound. She did not realize the safety mechanism was not fully engaged and she stick herself on her left palm. Patient and collector were sent to staff health for hospital needle stick follow up protocol."

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder had a shield activation issue and caused needlestick injury after use. Verbatim: "after the blood collection was completed, the clinician placed a cotton ball over the puncture site and with a two handed activation method she engaged the safety shield. The patient bleed out and he panicked which cause the clinician to reach up and try to apply pressure on the wound. She did not realize the safety mechanism was not fully engaged and she stick herself on her left palm. Patient and collector were sent to staff health for hospital needle stick follow up protocol."